Event description:
It was reported that the patient had an inappropriate shock due to oversensing during a supra ventricular tachycardia episode. The patient is on dialysis. The sensing vector was the secondary vector at the time of the shock. The patient's intrinsic morphology was challenging the device. The sensing vector was then reprogrammed to the alternate sensing vector. Months later, the patient was shocked again for oversensing during a supra ventricular tachycardia episode. Technical services discussed options with the caller. There were no additional adverse patient effects. The system remains implanted.